Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) did not retract into the 6f non-cordis sheath. Hemostasis was achieved by manual compression less than thirty minutes and after they applied pressure bandage. There was no reported patient injury. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The balloon was fully deflated. The balloon was prepped with 100% saline. Button 2 was totally depressed. There was no damage noted to the button. The balloon was not inverted. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd used in an interventional procedure with a retrograde approach. The deployer¿s is in training with the mynx. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6/7f in the reported complaint were returned along with the syringe involved for the investigation. Additionally, an image of the device was provided. Per the picture analysis, it could be observed that the device is a 6f/7f mynx control inside a plastic bag. The unit is inserted into an unknown catheter sheath introducer (csi), and blood residues can be observed. Both buttons are fully depressed, and the balloon is not retracted. The syringe is connected to stopcock, which is at the open position, and the advancer tube can be noticed. No other anomalies of the product can be noted with the picture received. Per the product evaluation, a visual inspection of the received device showed that both button 1 and button 2 were fully depressed, and the stopcock was found opened. The sealant was not present in the device, and the cordis csi related to the complaint was returned. Additionally, the device showed exposure to blood, and that the balloon was not retracted even though button 2 was fully depressed. The internal configuration of the device showed that the wire related to the balloon retraction was present; however, it was not in the expected position (below the button two lever). The functional test could not be completed as the reset of the device was not possible due to the out of position wire for the trigger of the balloon retraction mechanism. The product history record (phr) review of lot f2302005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-retraction jam¿ was confirmed through analysis of the returned device and picture received. Per review of the returned device, this issue appears to be related to the displacement of the wire related to the balloon retraction mechanism observed in the internal configuration. According to the instructions for use (IFU), which is not intended as a mitigation, ¿pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ based on the product analysis, the root cause could not be conclusively determined; however, it appears to be related to the manufacturing process of the unit. Therefore, a risk assessment to address this issue has been initiated.

Manufacturer narrative:
The product history review is expected but has not been completed. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2302005 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) did not retract into the 6f non-cordis sheath. Hemostasis was achieved by manual compression less than thirty minutes and after they applied pressure bandage. There was no reported patient injury. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The balloon was fully deflated. The balloon was prepped with 100% saline. Button 2 was totally depressed. There was no damage noted to the button. The balloon was not inverted. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd used in an interventional procedure with a retrograde approach. The deployer¿s is in training with the mynx. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.